Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they felt they were close to fainting. The patient reported it happened once before and the patient had gone into cardiac arrest. The patient stated they continued to have weakness and feel lightheaded. Follow-up was attempted with the physician; however, no additional information could be obtained. The device remains in use. No further patient complications have been reported as a result of this event.